Manufacturer narrative:
No lot number was provided and without this information it is not possible to determine the required information in these sections as to the manufactured date and/or expiration date. The product was not returned to 3m for evaluation. Method- actual device not evaluated and no testing methods performed. Results- no results available sine no evaluation performed. Conclusion- device not returned.

Event description:
It was reported that a female patient with a leg cast developed a rash that spread all over her body. The female patient was reportedly treated with an oral antibiotic and referred to a wound specialist. She went to her dermatologist who prescribed a cream. No further information was obtained.